Event description:
Patient undergoing excision of the left neck lymph node under mac sedation. While electrosurgical generator was in use, a fire started in the o.r, causing 2nd degree burns to the left side of the pt's face.